Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
Weight was reported as "83" without an unit of measurement. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.